Manufacturer narrative:
Device is not accessible. If additional information becomes available, it will be provided in a supplemental report. Device retained by the hospital.

Event description:
It was reported that the patient's right femur was revised due to infection. A short gamma femoral nail, lag screw, top locking screw, and distal screw were revised to a cemented total hip.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device and patient's information must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient's right femur was revised due to infection. A short gamma femoral nail, lag screw, top locking screw, and distal screw were revised to a cemented total hip.